Manufacturer narrative:
The following sections were changed: (clicked on "required intervention to prevent permanent impairment/damage"); (changed date of report to (B)(6) 2019); (description updated to reflect the late loss); (device code was changed to (B)(4)) and (new information was provided on this date).

Event description:
The clinician reported that over 14 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant lost osseointegration. The clinician reported the patient's swelling. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that over 14 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's swelling. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.